Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking whether the 5mm device was in the trocar or out of the trocar. The device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.